Event description:
On 23 dec 2009, leica microsystems received a complaint from the customer of poorly processed tissue using a peloris tissue processor. On 4 jan 2010, customer confirmed that 78 blocks of tissue were affected on the run performed on (B) (6) 2009, and several of these required biopsies to be retaken.

Manufacturer narrative:
Conclusions: conclusion from investigation: leica biosystems found that the instrument was operating to specification with no malfunction identified. However, there was evidence of the user incorrectly re-setting reagent concentrations in two reagent bottles, and this is the most likely cause of the sub-optimal tissue processing reported. Documentation provided by the customer indicates that only one user completed the training conducted in october 2009. The laboratory is strongly encouraged to ensure that all staff members operating the peloris tissue processor are trained.